Event description:
Breaking down- strings [device breakage]. Strings are too short [device physical property issue] . Case narrative: consumer reported via email that the tampon strings were too short or breaking down. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.